Manufacturer narrative:
The device received with operational currents within specification and passed self test and displacement test. The device received unexpected battery power loss alarms due to non-sleep anomaly software error. No replace battery now alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer did not received any low battery alert's prior to replace battery now alarm. The insulin pump will not be returned for analysis.